Event description:
It was reported that the ultrasound gel in two midline kits was expired. Product was not used on a patient. 12/17/2019 - kit was shipped between (B)(6) - (B)(6) 2019. This report addresses the first kit.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3530 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reds3530) have been reported from the same facility.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds3530 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reds3530) have been reported from the same facility.

Event description:
It was reported that the ultrasound gel in two midline kits was expired. Product was not used on a patient. 12/17/2019 - kit was shipped between november 5 - december 10, 2019. This report addresses the first kit.